Event description:
It was reported that a cartridge alarm occurred during insulin therapy. Technical support assisted the customer in loading a new cartridge using proper techniques. The customer was able to successfully load the cartridge and resume insulin therapy.